Event description:
Clinical study it was reported that 127 days after a drug eluting stenting treatment procedure the pt expired. The target lesion treated in the index procedure was a 3.5 mm, 80% stenosed regionof the mid right coronary artery (mid rca). The physician treated the lesion by successfully placing a taxus express2 8.8% drug eluting stent without complication. The pt was discharged the next day on plavix and aspirin. At the 6 month follow-up, it was reported that the pt had expired 127 days after the procedure. There was no autopsy. In the opinion of the physician the cause of death was cerebral vascular accident, and the relationship of the death to the target vessel is "not related".

Event description:
Target lesion 1 was 16mm long, and was treated with primary stenting reducing the stenosis to 0%. Approximately 4 months after index procedure, the pt was admitted with a massive intracerebral hemorrhage. It was reported that the pt's family member awakened to find pt vomiting and unresponsive in the bed. Ems was activated and the pt was intubated and transported to a non-enrolling hospital. CT scan of the brain revealed an 8cm right frontal intracerebral hemorrhage with right to left midlaine shift and effacement. The pt was transferred to the study site at the family's request. Per neurology consultation note, the pt was responsive to painful stimuli only, pupils were unequal with sluggish response to light. The pt was treated with mannitol and maintained on mechanical ventilation. Neurosurgucal intervention was thought to be of no benefit. The pt's family was made aware of his extremely poor prognosis, code status was designated dnr, and hospice care was requested. The pt expired the next day, and an autopsy was performed. In the opinion of the physician the cause of death was "intracerebral heemorrhage", and the target vessel(s) were not involved.